Event description:
Sonic cleaner s/n unk, sparking and smoking; turned unit off immediately. Customer turned unit on this am and smells like something already burned up not smoking or sparking, but not using and turned unit off again.

Manufacturer narrative:
Steris tech replaced the lid switch p/n p117951284, which had shorted out. Unit back in use sept. 25, 2004. No parts were returned, no further evaluation possible.